Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 246 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly, the customer is new to the pump and still working with a healthcare provider to adjust the pump settings.